Manufacturer narrative:
The hillrom technician suggested the brake switch needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account¿two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required. H3 other text : 3 attempts for resolution.

Event description:
Hillrom received a report from a hillrom technician stating the bed had a CPR switch error. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Note: this final report was initially submitted on july 10, 2023, but only received 1 acknowledgement and I have been unsuccessful in receiving acknowledgments 2 and 3 via email so I am submitting this final MDR as follow up 2. Hillrom received a report from a hillrom technician stating the bed had a CPR switch error. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Note: this final report was initially submitted on (B)(6), 2023, but only received 1 acknowledgement and I have been unsuccessful in receiving acknowledgments 2 and 3 via email so I am submitting this final MDR as follow up 2. The hillrom technician suggested the brake switch needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake.¿ the alarm stops.¿ repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom¿technical support contacted the account¿two additional times trying to obtain the resolution for this event.¿ no response has been received from the account.¿ based on this information, no further action is required. H3 other text : 3 attempts for resolution.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed had a CPR switch error. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).